Manufacturer narrative:
Root cause : the root cause for the reported issue of an air-in-line alarms was not determined because no products or device logs were returned.

Event description:
It was reported by the nurse that they were experiencing air-in-line alarms with and without visible air noted in the IV set. No additional details provided. Bd clinical practice consultant reviewed best practices for reducing air-in-line alarms, location of air-in-line detector, IV set loading and IV set priming with clinicians. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Event description:
It was reported by the nurse that they were experiencing air-in-line alarms with and without visible air noted in the IV set. No additional details provided. Bd clinical practice consultant reviewed best practices for reducing air-in-line alarms, location of air-in-line detector, IV set loading and IV set priming with clinicians. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.